Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed no delivery that was resolved by infusion and reservoir change and also mentioned during troubleshooting for no delivery that they experienced low blood glucose of 51mg/dl. The customer stated that they had a 340mg/dl and went down to 51mg/dl after treating. The customer declined to troubleshoot for low high blood glucose. The insulin pump will not be returned for analysis.